Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection found no defects. The jaws opened and closed normally using the handle. The device was activated multiple times on a simulated tissue with acceptable results and visual seal effects were observed. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that during a gastrectomy procedure, the jaws of the device could not open. It is unknown if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no injury to the patient.